Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant of a leadless implantable pulse generator (ipg), the patient experienced a tamponade and it could be handled with the punctuation. It was noted that at the end of the implant procedure there were no signs of a tamponade. The device remains in use. No further patient complications have been reported as a result of this event.